Manufacturer narrative:
Information received on 2017jun29 states that the intravenous antibiotics were discontinued on (B)(6) 2017. Oral antibiotics continued. White blood cell count was 8.5 k/mcl. The event was considered resolved on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support.

Event description:
It was reported from the clinical database that the patient presented in clinic on (B)(6) 2017 with the driveline site appearing red and draining pus. The patient also complained of pain at the driveline site. The driveline site was cultured and was positive for (B)(6) and pseudomonas. White blood cell count was 11.5 and international normalized ratio was 1.7. The patient was admitted on (B)(6) 2017. The patient was treated with intravenous antibiotics and underwent debridement on (B)(6) 2017. The patient was stable post debridement and was to be discharged home in a few days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information received (B)(6) 2017 states that the patient presented to the clinic on (B)(6) 2017 with continued drainage from the driveline exit site. The patient continued on bactrim orally for lifelong suppression. Wound culture on (B)(6) 2017 was (B)(6) for (B)(6), rare achromobacter denitrificans/xylosoxidans (multiple drug resistant organisms). CT scan of abdomen on (B)(6) 2017 revealed non-specific thickening of the left rectus abdominis adjacent to the driveline with associated mild fat stranding of the subcutaneous tissues, which may be infectious in etiology. Driveline culture on (B)(6) 2017 was (B)(6) and moderate mixed flora consisting of three types of (B)(6) organisms and two types of (B)(6) organisms. On (B)(6) 2017 patient was given cefepime one dose and then (B)(6) 2017 patient started on meropenem which was discontinued on (B)(6) 2017. On (B)(6) 2017 patient was started on cefazolin to continue for 4-6 weeks. Driveline culture post debridement showed few (B)(6). On (B)(6) 2017 a wound vac was placed. On (B)(6) 2017 the patient was discharged to long term hospital care due to intravenous antibiotics and wound care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.